Event description:
Customer reported that a pt in cccu was receiving multiple infusions. The following systems were in use: alaris syringe pump module was infusing vasopressin, alaris syringe module was infusing epinephrine, alaris syringe module was infusing nor-epinephrine. Epinephrine and nor-epinephrine infusions began to alarm occlusion, and an unspecified error message appeared on the vasopressin pump. The vasopressin infusion completely shut down, many attempts were made to restart epinephrine and nor-epinephrine before pumps began to start infusing again. Vasopressin infusion was restarted on a new syringe module. Blood pressure and central venous pressure were stable prior to event. The pt's blood pressure dropped significantly and fluid bolus was given with success. The pt was a very ill baby (age unspecified), who was heavily sedated and muscle relaxants had been lifted. No additional pt or event info was available.

Manufacturer narrative:
Pt info requested and all available info is included. This report was filed by the MFR. Cardinal health has requested the devices, but the facility has not sent the devices yet. The facility has not sent the event logs and data set to date.